Event description:
Physician handed instrument off to scrub technician stating it was broken. When examined it was noted that the screw was found to be missing. Physician notified, x-ray taken, and reported as negative. No patient harm.